Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead and 6944-65 lead, implant: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and the pace/sense portion of a chronic rv lead was turned on to replace it. It was also reported that the left ventricular (lv) lead exhibited high thresholds and a loss of capture. The lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.